Manufacturer narrative:
Gbo complaint no: (B)(4). No samples (actual or unused) were received from the customer. No pictures were provided by the customer. No further information was provided by the customer. No batch #s were provided by the customer for two of the incidents. Unfortunately, without basic information, thorough investigations are not possible. These portions of the complaint cannot be determined. (B)(4): we have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. Manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Retain samples of the concerned material/batch were visually examined. No appearance defects such as side-pierced rubber sleeve, damage or deformation to sleeves or other parts could be found. Next, the rubber sleeves were removed and back end needles observed under magnification. No abnormality such as blade polishing configuration defect or silicone application defect could be observed. The amount of silicone coating on the back end needles was measured. The results were found to be within standard range. Then, samples were assembled with holders and blood collection tubes inserted. No leakage due to an abnormality such as side-pierced rubber sleeve or rubber sleeve recovery defect could be observed and all tubes were removed smoothly. Screwing torque was measured using greiner standard holders. The maximum on retain samples was 0.74kgf/cm. All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum on retain samples was 2.07kgf/cm. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. The complaint could not be confirmed.

Event description:
Customer stated three separate incidents involving greiner product. Customer confirmed that no injuries resulted during any of the incidences. Customer could only identify one lot number. Customer does not have photograph the product nor have they answered if unused product is available for return. Customer has also not answered questions to help gather more information. Incidences as follow: collection device greiner bio-one safety blood collection set broke in half while pulling the device to activate and lock the needle. After drawing the patient try to close the safety shield device on surface, the safety shield broke. While drawing the patient blood, the inside of the hub started filling with blood while the tube was still engaged in the hub.